Manufacturer narrative:
Updated field: b4,b5, e1 (contact person phone number)e2, e3,g1 (name), g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact code, component code, type of investigation, investigation findings, investigation conclusions), h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported by customer during in-hospital inspection that cardiosave intra-aortic balloon pump (iabp) power cord not properly wound. No patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.